Manufacturer narrative:
Date of event: (B)(6) 2020.

Event description:
The customer reported nav ring issues. It is unknown if the touchscreen was working, if settings were jumping or if value accepted or change of therapy without pressing a button. It is unknown if the ventilator was being used on a patient at the time that the error was discovered. Multiple unsuccessful attempts were made to gather resolution; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened.

Manufacturer narrative:
G4: 07may2020. B4: 09may2020. The front bezel assembly was returned to failure investigation (fi) for evaluation. The fi inspected the front bezel assembly. Performed general optical inspection of bezel overall condition. The fi performed detailed optical inspection at locations of navigation ring (nav-ring), accept button, switch (pcba) printed circuit board assembly, and surrounding areas. Visual inspection of the navigation ring internal structure revealed that contamination was found that causes the nav- ring to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.